Event description:
It was reported the ipg is inoperable and as a result the pt is without stimulation. The device has not been recharged for the past 6 months. Reportedly, the charger nor pt programmer will communicate with the ipg at this time. In addition, a communication error message is displayed on the pt programmer. Surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.